Manufacturer narrative:
Device evaluated by MFR.: the device returned to boston scientific for analysis. The product return contained an angiojet solent dista. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. The device showed no signs of damage. The pump was placed into the ultra drive console but the device gave an under pressure error. The devices pressure was not within normal range. The cause of the over-pressure was further investigated. An x-ray test resulted in an inconclusive cause, so the jet head was removed and inspected. On microscopic inspection, it was found that a hole in the jet head was occluded. Further testing provided evidence that suggested the occlusion was a combination of gold and stainless steel.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that catheter failed to prime, pump assembly leaked and check saline error occurred. The target lesion was located in the femoral popliteal bypass artery. An angiojet solent dista was used in a thrombectomy procedure. During the procedure, it was noted that the catheter failed to prime, the pump assembly leaked and a check saline supply error message occurred. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a plugged jet hole.